Manufacturer narrative:
MDR 2517506-2019-00460 was filed on 11-dec-2019. Additional information (03-jan-2020): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant cardiac troponin I (ctni) results. Hsc evaluated the information provided and the instrument data files. No product malfunction was identified with the dimension vista 500 system or the ctni reagent. The customer stated that the sample was sent out for testing on an alternate technology and resulted as <0.02 ng/ml. The customer considers the <0.02 ng/ml result to be correct. The sample in question yielding unexpected results on the dimension vista 500 system when diluted is suggestive of an interferent specific to this patient sample. The dimension vista ctni instruction for use (IFU) states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." No additional similar discrepant results from other patients were reported by this customer. The cause is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a depressed cardiac troponin I (ctni) patient result was obtained on a dimension vista 500 instrument. Siemens is investigating the event.

Event description:
A discordant, falsely depressed cardiac troponin I (ctni) result was obtained on a patient sample on a dimension vista 500 instrument. The result was reported to the physician(s) and questioned. The same sample was also processed after dilution and a higher result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni result.